Manufacturer narrative:
The calcium reagent lot number was 836417 and the albumin reagent lot number was 832046. The expiration dates were requested, but not provided. The urea/bun reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested on a cobas c 503 analytical unit. Results for the following assays were affected: calcium gen. 2, urea/bun, and tina-quant albumin gen.2. The initial results did not agree with the clinical history of the patients, so the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in a calcium value of 6.9 mg/dl and it repeated as 8.9 mg/dl. The second sample initially resulted in a calcium value of 8.7 mg/dl and it repeated as 6.2 mg/dl. The third sample initially resulted in a calcium value of 9.4 mg/dl and it repeated as 7.6 mg/dl. The fourth sample initially resulted in a calcium value of 8.1 mg/dl and it repeated as < 0.8 mg/dl. This sample initially resulted in an albumin value of 2.7 g/dl and it repeated as 0.7 g/dl. The fifth sample initially resulted in a calcium value of 7.9 mg/dl and it repeated as 1.1 mg/dl. This sample initially resulted in a urea value of 78 mg/dl and it repeated as 23 mg/dl.

Manufacturer narrative:
The last calcium calibration was performed on (B)(6) 2025 and there were no alarms. The last albumin calibration was performed on (B)(6) 2025 and there were no alarms. The customer stated that controls were acceptable prior to the event. A review of the provided alarm trace data showed an abnormal aspiration alarm on 07-apr- 2025. This is an indicator of possible poor sample quality. The field service engineer determined the issue was related to a dirty sample probe. The probe was replaced and adjusted. A reagent probe was adjusted due to reported splashing and crystal buildup on a wash guard. Mechanical checks and precision studies were performed. The results were within specifications. The investigation determined the service actions resolved the issue. Medwatch field d4 has been updated.

Manufacturer narrative:
The repeat calcium value of < 0.8 mg/dl for the fourth patient sample was accompanied by a data flag. The albumin reagent lot number was 83204601, with an expiration date of 31-dec-2025. The calcium reagent lot number was 83641701, with an expiration date of 31-jan-2026. The customer believed the higher values to be correct.